Event description:
The patient reported that they attempted to perform control solution tests with the teladoc blood glucose meter. They stated they received multiple out of range readings with control solution 1, all readings were high. The patient didn't receive any medical attention or treatment as part of the malfunction of the device.

Manufacturer narrative:
A replacement device was ordered for the patient to resolve the reported concern. The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.